Manufacturer narrative:
510k: this report is for four (4) unknown locking screws. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as one year prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant plate therapy date is not known. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported patient underwent a procedure to repair a femoral fracture approximately one year prior to hardware removal. After the femoral bone had healed and a union took place, patient was returned to surgery on (B)(6) 2017 for removal of the hardware. Initially the four (4) locking screws at the proximal femoral shaft were removed from the locking compression plate (lcp) distal femur plate. The heads of these four (4) screws broke during removal. Surgeon removed the screw heads and other screw parts utilizing a carbide drill or an air tome. All hardware was removed. Surgeon stated the screw driver head may have also been broken during this procedure. Surgery was completed successfully with a delay of approximately 90 minutes and no harm to patient. Concomitant devices reported: lcp distal femur plate (422.250s, lot unknown, quantity 1), carbide drill (part number unknown, lot number unknown, quantity 1), air tome (part number unknown, lot number unknown, quantity 1), screw driver (part number unknown, lot number unknown, quantity 1). This report is for four (4) unknown locking screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Partial part number for unknown 5.0 mm locking screws provided as 413.3xx. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.